Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable lead was attempted to be extracted due to high pacing impedance and pacing thresholds. This lead could not be removed because the physician could not advance the laser sheath far enough in the superior vena cava to gain traction on the lead. Therefore, this lead was capped and replaced with a competitor lead. No adverse patient effects reported.